Event description:
A report received from the USA stated an 840 ventilator experienced a safety valve open condition which rendered the ventilator inoperable. There was no additional information provided.

Manufacturer narrative:
(B)(4).